Event description:
Related manufacturer report number: 2017865-2022-01108. It was reported that during follow-up in clinic, the patient presented with systemic infection. No lead vegetation or endocarditis was noted. The whole system including the pacemaker and right atrial (ra) lead were explanted on (B)(6) 2022. The patient was in stable.